Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, a vitrectomy handpiece not working. There was no harm to the patient. Additional information has been requested. Additional information received indicated that the handpiece cutter was not responded during a anterior vitrectomy surgery. The surgery was completed by using back up system. There was no harm to the patient.

Manufacturer narrative:
The ophthalmic vitrectomy handpiece (handpiece) was received, and a visual assessment of the returned sample revealed the connector cap was missing. The handpiece was inserted into a calibrated ophthalmic operating system; however, the handpiece was unable to be recognized by the system. Therefore, further testing could not be performed. An ophthalmic vitrectomy handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).